Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind due to motor encoder signal out of phase. The displacement test could not be performed due to excessive motor error alarms.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error 4 or 5 times and also had a motor position encoder error alarm. The blood glucose at the time of the incident was 180 mg/dl. The customer stated that he removed the insulin pump prior to an MRI test but the device was taken out of the room halfway through the test. The device was returned for analysis.